Event description:
It was reported that loss of capture at maximum output was observed during a routine follow-up. Lead dislodgement was suspected. The lead was capped and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.